Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room due to receipt of shock. It was noted that there was t-wave oversensing (twos) of the patient's right ventricular (rv) lead following the shock, two non-sustained ventricular tachycardia episodes, and the patient felt weak for two weeks prior. Follow up was conducted and the shocks were considered appropriate due to ventricular tachycardia (vt), however intervention is unknown. The lead is still in use. No patient complications have been reported as a result of this event.